Manufacturer narrative:
Additional suspect medical device component involved in the event:Model Number/Catalog Number: SC-2317-70.Serial Number: (b)(6)Batch/Lot Number: (b)(6)Model/Catalog Description: INFINION CX LEAD KIT, 70CM.Unique Identifier (UDI)#: (b)(4) Model Number/Catalog Number: SC-2317-70Serial Number: (b)(6)Batch/Lot Number: (b)(6)Model/Catalog Description: INFINION CX LEAD KIT, 70CMUnique Identifier (UDI)#: (b)(4) Model Number/Catalog Number: SC-2317-50Serial Number: (b)(6)Batch/Lot Number: (b)(6)Model/Catalog Description: INFINION CX LEAD KIT, 50CMUnique Identifier (UDI)#: (b)(4) Model Number/Catalog Number: SC-4318Batch/Lot Number: 30170148Model/Catalog Description: CLIK X ANCHOR STERILE KITUnique Identifier (UDI)#: (b)(4) Model Number/Catalog Number: SC-4318Batch/Lot Number: 30903863Model/Catalog Description: CLIK X ANCHOR STERILE KITUnique Identifier (UDI)#: (b)(4) Block D2b; Additional applicable Product Code: QRB.

Event description:
It was reported that the despite program optimization, best coverage of pain areas could not be achieved due to high impedances on the lead. The patient underwent a Spinal Cord Stimulator (SCS) lead replacement procedure. During the lead removal, the leads themselves began to fray. The physician believed that the former implanter may have sutured through the lead. The physician attempted to place a coveredge lead but due to scar tissue had to switch to a smaller artisan paddle. No further information has been obtained.